Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2019 wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that patient was not receiving adequate pain relief. In turn, reprogramming was tried to no avail. Surgical intervention is pending to address the issue.